Event description:
This event was reported as an explant at implant due to incomplete coaptation at the center due to restricted movement of 2 cusps. With tee and tte showing severe regurgitation through the center of the valve. At one strut, approx 3mm below highest point, a thread/wire had gone around 2 adjacent cusps giving rise to puckering and restricted movement, which was not there at the other 2 struts. No further info was provided.